Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. In this case, a lateral puncture may have occurred. The cause of the difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an diagnostic heart catheterization procedure with a 6f sheath. Reportedly, the proglide device was used and achieved hemostasis. The following day, the patient contacted the physician complaining to have significant pain on the leg. Upon evaluation, the physician noted that the leg was cold, raising concern for arterial blockage. The patient was transferred to another hospital for further evaluation by a vascular surgeon. Surgical intervention was performed to remove the suture which had grabbed the back wall and sutured the artery. Arterial blood flow was successfully restored to the leg. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.